Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2004 explanted: (B)(6)2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 26-apr-2006, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid (20 mg/ml at 6.194 mg/day) and bupivacaine (20 mg/ml at 6.194 mg/day) via an implanted pump for an unknown indication for use. It was reported that during an unrelated surgery the healthcare provider (hcp) cut the catheter and was unable to reconnect. It was reported that an 8598a catheter was given to reconnect but the hcp decided to do other surgery and replaced the old catheter with a new one. The issue was not resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown. 2024-05-24 (B)(4) (hcp, rep) additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the catheter was accidentally cut and the surgeon attempted repair but was unable to piece catheter in spine and after few attempts pulled the catheter out. It was reported that the patient was admitted and administered IV dilaudid which was unsuccessful. The patient was admitted to manage withdrawals and was intubated on (B)(6) 2024. The issue was not resolved and the patient's status was "alive-with injury". 2024-05-28 (B)(4) (hcp) additional information was received from a healthcare provider (hcp) reporting that the hcp removed the catheter and now the patient had been through severe withdrawals and given IV medications and had been intubated and was not doing well. The caller stated the doctor may be trying to repair catheter and start pump back up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the event resolved as the patient had surgery today and a new catheter was implanted.